Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing discomfort presented in the hospital for a device follow up. It was noted that the right ventricular lead had dislodged due to the patient's multi vessel occlusion puncture. The physician attempted to revise the lead but was unable to do so. During revision, the atrial lead was found to have an insulation anomaly due to the dislodgement of the right ventricle lead. Upon various attempts during the procedure the helix could not be retracted in the right ventricular lead. During the procedure at the tip end of the right ventricular lead, a balloon was bulged due to the air pressure. Both the leads were explanted and replaced. The patient was stable post procedure.

Event description:
New information noted that the right ventricle lead had been implanted on (B)(6) 2018 and that the dislodged lead had caused inappropriate shock. The physician believes the dislodgement might have been due to the patient falling.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.